Event description:
Pt received a skin burn during an electrotherapy treatment. The pt was being treated in the area of the back of the thoracic and lumbar area along the paraspinal area. The pt did not complaint of any pain or discomfort during the treatment. But after the treatment the clinician noted redness and the pronation of blistering. For the treatment the vacuum electrode module was being used to apply the electrodes. The clinician noted that the suction power of vacuum electrode module is too weak to apply to the back of the neck. The clinician noted that no burns occur when using self adhesive electrodes. The clinician was using the interferential waveform. The treatment time was 20 minutes. The intensity was set to 20 - 30 ma using channel 1 and 2.

Manufacturer narrative:
The devices are for export only models 2785 and 2762cc. Device not available for eval. The customer does not want to return the device for eval. Unable to perform eval on the device. Since the device was not returned for eval, no root cause can be determined. Device b: brand name: intelect advanced 2ch color combo; common device name: ipf, img, gzj, hcc, gzi; MFR name, city and state: chattanooga group, (B)(4); model#: 2762cc; catalog#: 2762cc; serial#: (B)(4).